Manufacturer narrative:
B5: lens was implanted into a patient with pre-existing keratoconus. H6: off-label: pre-existing keratoconus. Work order search was performed but was not required. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -18.0/5.5/030(sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2019 and on (B)(6) 2022, the lens was repositioned due to lens rotation. The problems were not resolved. Reportedly, "the lens was ok for many months then it rotated," and "it was steady for over 2 years and it rotated it again."

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).